Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose was 412 mg/dl. Customer did not treat for their blood glucose at the time of the call. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer did not have any leaks or air bubbles present. Customer's insulin pump also passed a high pressure test. The customer was advised their insulin pump was working as designed. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.